Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Review of the presenting electrogram demonstrated that the low signals were actually the presence of farfield r-wave oversensing and not intrinsic atrial signals. Further review of the device settings was recommended. The pacemaker remains in service.